Event description:
Same case as MFR report #: 2134265-2010-05194. (B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced hypotension. The index procedure treated the left common carotid / internal carotid artery with placement of a filterwire ez and a 8.0x21mm carotid wallstent. Following the procedure the patient experienced low blood pressure. The patient was treated with medication and the event was resolved.

Event description:
The surgeon reported the intraocular lens (iol) was explanted without complication 1 month after the initial implant. The cause of the iol explant was positive dysphotopsia.

Manufacturer narrative:
The iol was not received for analysis. The lens met all manufacturing specifications prior to market release. An update to this report will be submitted if the lens is returned or additional information becomes available.

Manufacturer narrative:
The optic sample was received cut in 2 parts with one part missing precluding functional (optical measurement) testing. The manufacturing record for optical results was reviewed, the results show that all lenses met optical characteristics. The lens (optic body) was inspected under illuminated 10x magnification and met cosmetic inspection. The patient's initial implant of 18.0 diopter was replaced with a 19.5 diopter suggesting this event was not related to the explanted intraocular lens. All information currently available is included in this report.